Event description:
It was reported that the insulin pump had an unresponsive keypad and a low reservoir warning. The blood glucose reading was 120 mg/dl. The customer stated that about a week prior the buttons had not been responsive but then they began working fine. He noted that he was on the main menu and the bolus is highlighted but the items on the screen would not move. The customer added that he was wearing the device while mowing the lawn, so his sweat and body heat may have caused or contributed to this issue. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Low reservoir alarm functioned properly during test. The insulin pump received with minor scratches on display window, cracked case on display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.